Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr complaint details on attachment as this is a legal complaint find attached letter of complaint received relating to asr. Please note this will be handled by legal counsel in ireland who will request details relating to the patient/product. In relation on the attachment asr claim letter received. Claim letter alleges component broke down suddenly and resulted to metallosis and that the component was unrecognizable and badly decomposed. The patient is seeking a compensation for all the suffering loss, injuries and damages done. Doi: (B)(6) 2006, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: g2 corrected: g1.